Manufacturer narrative:
A steris field service technician arrived onsite, inspected the table, and identified the table column shrouds were bent and misaligned. Additionally scrapes were present on a dolphin pad control module used during the procedure. The dolphin pad control module was placed on the table's base next to the column shroud. When the or staff oriented the table into position, the table made contact with the dolphin pad control module. The module was pinned between the surgical table top and the table's base. The module moved slightly during the course of the procedure causing the reported lowering of the table. The dolphin pad control module is not a steris product, but rather manufactured by biologics pressure relief systems. The dolphin pad control module is intended to be positioned on a surgical table's side rails and not on the table's base. The technician confirmed the surgical table's warning label on the table base was present which states, "warning: do not store items on table base. Doing so may result in equipment damage or inadvertent tabletop movement that could place the patient and/or user at risk of injury." The technician repaired the surgical table's column shroud, tested the table, and confirmed it to be operating according to specification. The table was returned to service and no additional issues have been reported. The technician reviewed proper use and operation of the surgical table and stressed the importance of keeping the table base clear of possible obstructions.

Event description:
The user facility reported their surgical table made a loud noise and lowered in height uncommanded. The patient slid partially off the surgical table without injury. The patient was repositioned on the surgical table and the table was re-leveled. A procedural delay was reported but after the patient was repositioned the procedure was completed without further incident.